Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation, the response buttons were intermittently non-functional. The cause for the failure is due to intermittent rear response button contacts. The root cause for the intermittent rear response button contacts could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete essential performance testing due to functional issue.